Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis.

Event description:
It was reported that during the implant attempt the lead could not be implanted because of the patient's anatomy as there was no vein/branch for placement. The lead was not implanted and an epicardial lead was implanted. No patient complications have been reported as a result of this event.